Event description:
It was reported that this was an arteriotomy closure using a prostyle device after a percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, the anterior suture was inside the vessel, and the posterior suture was outside the vessel. The knot pusher was used; however, blood was leaking out from the tissue tract even while pushing and tension was created on the blue rail suture. It was noted that the suture was quite stable. In the process of performing an advance-extract movement to deploy a non-abbott device, it is suspected that the movement may have caused the inadequate suture placement inside the vessel. A hematoma the size of a fist was found at the access site. It was thought that the hematoma was likely caused by incorrect suture deployment. Manual compression was applied immediately after observing leakage and the patient was also given medication to treat the hematoma. Manual compression was then followed by a femostop. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.